Manufacturer narrative:
E2: no information. The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image while using the camera head. There was no patient or procedural involvement associated with the event.

Manufacturer narrative:
This report is being submitted for correction to event description based on additional information received and also to report the legal manufacturer's final investigation results. The device was evaluated at the repair center and the initial allegation of ¿no image¿ was not confirmed. It was determined that the device met the specifications. In the instruction manual "precautions for disappeared or frozen endoscopic images", the following description is found in the "warning" section. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. A device history review (DHR) of the actual device was performed and no issues were noted. Olympus will continue to monitor the field performance of the device.

Event description:
The device was returned to olympus as part of the asset return process. During inspection of the returned device, the malfunction ¿no image¿ was identified and it was suspected that poor contact occurred. There was no complaint from the customer.